Manufacturer narrative:
A visual inspection of the returned devices confirmed the stated failure modes. The tip of the posterior cam bumper fractured off of the impactor and was not returned. The device was manufactured in 2012 and exhibits signs of extensive wear/usage. The trials fractured at the apex causing the retaining screws to disassemble and the devices to become inoperable. All pieces were returned except for one of the fractured pieces and one of the screws. The trials had many nicks and gouges in the surface from extensive wear/ usage. A review of the manufacturing records for the impactor did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the impact tip broke off. A backup device was available to complete the procedure with no delay. No injury or patient impact has been confirmed yet.